Event description:
It was reported that air bubbles were observed within the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was not experiencing issue at time of call, had previously resolved it by going to load sequence.